Manufacturer narrative:
Evaluation summary: the product lot # was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.

Event description:
Leg "sore" from hip to ankle [pain in extremity]. Increased white blood count [white blood cell count increased]. Knee effusion [joint effusion]. Swollen knee [joint swelling]. Case description: spontaneous report received on (B)(4) 2008 from a company rep who spoke with a healthcare provider regarding a female pt (unk age and initials) with a history of knee pain and one previous series of synvisc injections, who experienced a swollen knee (unspecified), knee effusion (unspecified), an increased white blood cell count and a sore leg from hip to ankle (unspecified) after starting synvisc. The pt received injections of synvisc into (an) unk knee(s) on (an) unspecified date(s). The hcp stated the pt experienced a swollen knee (unspecified) and her leg was sore from the hip to ankle (unspecified) after receiving her third synvisc injection. The physician drew off 30 cc of fluid from the affected knee which was cultured, but was negative for infection. The pt also experienced an increase in white blood count, but it was unclear to the reporter if this was from a serum blood sample or the fluid drawn off the knee. At the time of this report, the outcome of the pt was unk. Additional info was received on 06-feb-2009 from the health care provider who confirmed the (B)(6) pt, initials (B)(6), had a history of severe grade osteoarthritis. He updated the medical history to include previous treatment with nsaids, previous treatment with steroids, prior effusion, joint narrowing and the presence of osteophytes. The hcp confirmed the pt received one synvisc injection into her left knee on (B)(6) 2008. No effusion was collected before the second injection, but 30 ml of effusion was collected before the third injection. The hcp confirmed the pt experienced a swollen knee, a 'sore' leg from hip to ankle, knee effusion, and an increased white blood count. The hcp stated the relationship of synvisc to all events was possible. The pt experienced a swollen knee, knee effusion and had a 'sore' leg from hip to ankle after her second synvisc injection with an onset date of (B)(6) 2008 and an offset date of (B)(6) 2008. She also experienced these same events after her third injection with an onset date of (B)(6) 2008 and an offset date of (B)(6) 2008. On (B)(6) 2008, the pt was hospitalized for knee pain. The pt was noted to have an increased white blood count on blood work obtained on (B)(6) 2008. Treatment was required for the pt's symptoms and on (B)(6) 2008, 30 ml of exudate was collected during an aspiration at the hosp to treat the swollen knee, 'sore' leg from hip to ankle and knee effusion. Analysis was performed on the exudate collected and the gram stain showed no organisms. The white blood count was 23580 (units unspecified) and the red blood count was 51570 (units unspecified). The pt was discharged on (B)(6) 2008. At the time of this report, the outcome of the pt was unk. The lot # was u0813 and the exp date was unk.